Event description:
Customer reported that she was hospitalized. Customer stated she was hospitalized on (B)(6); she did not remember the blood glucose value and on (B)(6) 2014; blood glucose was 33 mg/dl. Customer stated that she thinks the incidents could have been caused by the insulin pump. During troubleshoot; customer stated the drive support cap is normal and was unable to check if the insulin amount in the reservoir is the same as on the screen due to having replaced the reservoir. Customer also reported that she was experiencing high blood glucose of 430 mg/dl; customer contacted her doctor and treated with manual insulin injection; blood glucose came down to 109 mg/dl. Settings were checked and time, date, basal and bolus are accurate. A few days later she experienced low blood glucose of 42mgdl and then went up to 270 mg/dl. Status screen checked and it showed 68.4 units and the reservoir was between 60 and 80 units. Insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.